Manufacturer narrative:
Manufacturing site evaluation: reference code ae-qas-k521-99, device name collect.no.qas knee, impl.misc./unknown, serial number n/a, batch number unknown, UDI device identifier n/a, UDI production identifier unknown, basic UDI-di n/a, unit of use UDI-di n/a, manufacturing date unknown. Investigation: no aesculap article number and no product are available. Therefore a failure description at the product is not possible. Pictorial documentation: no aesculap article number, no product and no pictures are available. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale: unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. Corrective action: for the topic (implant loosening) a product safety case was initiated.

Event description:
It was reported that there was an issue with ae-qas-k521-99-collect.no.qas knee implants vega it was reported on (B)(6) 2018, that as a result of having the product implanted, the patient has experienced an issue which is unknown to aesculap. The primary surgery occurred on an unknown date, and the revision surgery occurred on (B)(6) 2013. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).